Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on august 2010 by the american journal of sports medicine titled ¿la long-term, prospective, randomized study comparing biodegradable and metal interference screws in anterior cruciate ligament reconstruction surgery: radiographic results and clinical outcome.¿ the study reviewed 33 patients and identified acl/pcl instability with bioabsorbable interference screws and tenodesis screws in 4 patients during the 8-year follow-up period. 1 patient experienced an additional surgery. Ref: stener s, ejerhed l, sernert n, laxdal g, rostgard-christensen l, kartus j. A long-term, prospective, randomized study comparing biodegradable and metal interference screws in anterior cruciate ligament reconstruction surgery: radiographic results and clinical outcome. Am j sports med. Aug 2010;38(8):1598-605. Doi:10.1177/0363546510361952.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.